Manufacturer narrative:
Consumer reported experiencing irritation, burning, and severe redness in both eyes after using product. The complaint sample was not returned for evaluation. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema. The symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Upon discontinuance of product, consumer reported eye improvement.

Event description:
Consumer reported experiencing irritation, burning, and severe redness in both eyes after using product. Consumer also reported that eyes felt tender and sensitive to the touch. It is unknown if issue occurred upon initial use or reuse. Upon discontinuance of product, consumer reported eye improvement. There was no report of a medical evaluation or medical treatment associated with the experience.